Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and determined the carbon bridge had malfunctioned. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6 component code 4756 used for carbon bridge. The beckman coulter identifier is (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results for sodium (na), potassium (k), chloride (cl), and carbon dioxide with low anion gap (agap) results generated on the unicel dxc 600i synchron access clinical system. No erroneous patient results were reported outside of the customer¿s laboratory. Quality control (qc) was within specification prior to the event. The customer did not provide patient data printout outs or demographics. The exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.